Event description:
This x-ray system had an intermittent failure and the operator had to restart the system in the middle of the examination.

Manufacturer narrative:
Eval method/results/conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.